Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are cracks near the battery compartment. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.